Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
The clinic, reported "patient was operated on (B)(6) 2012 and had several falls. The device was observed to be broken an x-ray taken on follow up on (B)(6) 2012. The revision surgery was on (B)(6) 2013. Removal of the material and resection of carpal bone."

Event description:
The clinic, reported "patient was operated on (B)(6) 2012 and had several falls. The device was observed to be broken an x-ray taken on follow up on (B)(6) 2012. The revision surgery was on (B)(6) 2013. Removal of the material and resection of carpal bone."

Manufacturer narrative:
Evaluation summary: based on investigation, the root cause of the determined breakage was attributed to a user related issue. The patient was reported to have fallen several times. The surgeon refused to provide any x-rays or the affected implants, he also informed us that the patient was alcoholic and fell down several times on his hand. With the review of the labeling, it is specified that: senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol are factors capable of compromising the success of implantation. It is also specified that: "the surgeon must discuss all relevant risks, including the finite lifetime of the device, with the patient, when necessary" a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.